Manufacturer narrative:
Procedure outcome information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted. Media review: the submitted media was thoroughly examined and evaluated. The images showed a used direxion hi-flo microcatheter with two nickel shaft fractures with an associated stretched inner shaft. The image submitted did not depict jamming; therefore, could not be confirmed. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the direxion device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was unable to exclude device problem.

Event description:
It was reported that device fracture occurred. A direxion hi-flo catheter infusion device was chosen for a procedure. During introduction into the patient, the device jammed and fractured. A second device of the same type was then attempted, but the same issue occurred. No patient complications resulted from the event.